Event description:
The contact from the facility reported that during basilar artery embolization, various introducer damages were experienced when using the deltapaq (cdf100210-30 / c14269) and deltamaxx (cdx180312-30 / c31669). The deltapaq also could not be properly positioned in the aneurysm initially. The complaint deltapaq was delivered to the target lesion site, but because the physician was unable to properly place the microcoil into the target site, the physician decided to recover the coil. However, when the re-sheathing tool was slid back, the introducer sheath was split open at about 10cm from the distal end. Although the physician managed to re-sheath deltapaq, the split was still slightly open. The physician pushed the dpu into the mc to re-deliver the coil, but the dpu got protruded from the split and could not be inserted into the mc. It was replaced with another coil of the same size, which was successfully implanted into the target site. The complaint deltamaxx was then used to embolise another vessel, but when it was un-sheathed, the re-sheathing tool became damaged. The microcoil was delivered to the target vessel, but the microcoil was wrong size. The physician tried to re-sheath the coil, yet it could not be properly sheathed back with the damaged re-sheath tool, and became unfit for re-use. The procedure was completed without further issues. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. There was no unintended detachment of the coils observed in the mc or in the vessel. The complained products will be returned for analysis. No further information is available. Product analysis revealed that the returned coil lot c31669 was entangled and lot c14269 was unraveled and fractured.

Manufacturer narrative:
Concomitant devices: deltapaq (cdf100210-30 / c14269); deltamaxx (cdx180312-30 / c31669); excelsior (stryker, type unknown); enpower dcb (lots unknown). Product analysis: limited information was received. The excelsior (stryker, type unknown) microcatheter and the rhv were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was exposed, unprotected, and entangled. Further microscopic examination found that the coil was damaged and that the coil¿s socket ring has been bent. Due to post-procedural handling, cleaning and packaging of the microcoil system it cannot be determined how this and any unreported damage occurred to the unit. Located 3.0 and 6.5 centimeters off the proximal end are two kinks in the core wire. The resheathing tool was returned severed into two pieces. This is unreported damage. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. Located at the distal tip of the skive, the core wire protrudes outside the sheath. There is mechanical sheath damage caused by the resheathing tool located at the distal tip of the skive adjacent to the clear/green introducer junction. The locking mechanism has compression and stretching damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edge elevated above the surface plane. This unreported damage most likely could have only occurred during the unlocking and unsheathing process. No manufacturing defects were found. In addition, it cannot be determined how the above non-reported damage to the microcoil system occurred. Concerning the coils inability to be deployed inside the aneurysm, it cannot be determined based on limited information and product return. The most likely contributing factor to the resheathing difficulty and sheath damage may have occurred when the resheathing tool was advanced over the clear/green junction and onto the proximal section of the green introducer. When the resheathing tool was retracted it opened up the skive due to mechanical damage. This allowed the core wire to protrude outside the sheath. In this condition, the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible...¿ in addition, without the complete identification as to the product catalog number or the return of the microcatheter used in the procedure it cannot be determined if this component had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additional damage was discovered on the device upon product return. It cannot be determined when these failures occurred, whether during the procedure or post-procedurally. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is related to MFR report #2954740-2015-00127.